Manufacturer narrative:
Additional information: a review of the records related to this equipment that included labeling, manual, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The monthly report for the time period of when amo was notified of the event does not show any significant change over historical complaint limits. Based on the investigation an optical problem was found. There was no product deficiency identified.

Manufacturer narrative:
(B)(4).distributor checked the system and was able to determine that the amplifier glass assembly needed replacement.all pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that during side cut of the right eye system gave an energy error and treatment stop. It was reported that patient had to come back and complete the treatment and another cone was used for the treatment.